Event description:
The customer reported a leak of approximately less than thirty milliliters (30 ml) from the coulter lh 780 hematology analyzer. The customer indicated that the leak originated from the retic shear valve and the leak was not contained within the instrument. The instrument did not generate any errors or instrument-generated messages at the time of the event. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak due to an overfilled vacuum overflow tank due to differential waste chamber (vc13) which was not draining properly. The fse proceeded to replace the drain tubing and check valve to resolve the issue. The cause of the event is attributed to improper draining of the differential waste chamber vc13. Beckman coulter internal identifier for this report is (B)(4).